Manufacturer narrative:
Based on the current information provided, the cause of the ventricular tachycardia and coding cannot be determined. A review of the site's system logs for the reported procedure date was conducted. The investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical safety officer and the following additional information was provided: an 83-year-old patient with significant medical co-morbidities including coronary artery disease having undergone CABG 3 months prior, copd, and prior lung cancer treated with radiation underwent an ion lung biopsy. During the procedure, the patient developed ventricular tachycardia requiring resuscitative efforts including CPR and epinephrine. The patient was successfully resuscitated and transferred to the ICU. The patient was stabilized and eventually liberated from mechanical ventilation. Based on the available data the reported adverse event was procedure and not device-related in the setting of significant medical co-morbidities. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate. In a multicenter prospective study of (B)(4) bronchoscopies the total number of any complications was reported to be (B)(4) including (B)(4) arrhythmias (B)(4) and (B)(4) total deaths (B)(4). A multicenter study reported (B)(4) complications with no arrhythmias nor deaths associated with (B)(4) cases. A prospective multicenter international study of (B)(4) reported (B)(4) associated death (B)(4) and no arrhythmias. Another survey-based study of (B)(4) bronchoscopies described (B)(4) of any associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in (B)(4) patients reported an overall adverse event rate of (B)(4) including a rate of (B)(4) of any arrhythmia and 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including (B)(4) cases reported no cardiac events. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient went into ventricular tachycardia (vt), which required admission and medical intervention. The patient was known to have a history of lung cancer with radiation treatment done to their chest and mediastinum, chronic obstructive pulmonary disease (copd), coronary atherosclerosis, status post coronary artery bypass graft (CABG) 3 months ago, and smoking. The target nodule was in the right upper lobe. Fluoroscopy and radial endobronchial ultrasound were used to locate the nodule. Shortly after the biopsy was taken, the patient developed vt. The ion system was undocked and a crash cart was called. The patient underwent life-saving measures such as chest compressions and an epinephrine injection. The patient converted back to normal sinus rhythm and no cardioversion was required. The patient was stabilized and admitted. A head CT and MRI were also performed. The echocardiogram showed a reduced ejection fraction. In addition, a cardiac catheterization performed the next day revealed patent CABG grafts. The patient remains admitted and is reported to be stable. The patient was successfully weaned off the ventilator, and some residual neurological deficits were noted; however, the physician expected these to be transient as per an electroencephalogram (eeg). The physician attributed the vt and coding to the patient's underlying cardiomyopathy and stress from general anesthesia, rather than the ion procedure or a device malfunction. According to the physician, the event would have likely occurred via another modality.